Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette leaked. The patient reported fluid leaking on the floor. The patient was not connected. The patient stated that the supplies were from yesterday. The hc displayed stopped fill. The technical service representative (tsr) had the patient close the clamps and cycle power on the hc. The hc alarmed power restored, fill one of five. The tsr assisted the patient to end therapy and remove the cassette. The tsr recommended that the patient clean up the solution that leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.